Event description:
Patient presented to the physician with extreme nausea and vomiting since the implant procedure and has been hospitalized multiple times. Due to a suspected allergic reaction to the inspire implant, the physician brought the patient into the or and removed the entire inspire system.